Event description:
In 2008, a home patient (hp) contacted baxter's technical service center to report a system error that occurred with the homechoice (hc) machine in fill 4 of 4 of therapy the previous night. According to the hp, she shut off the hc machine at the time of the error. The hp was calling to report feeling distended. The hp believed she was overfilled. The hp reported that because her drain bag was full and both solution bags were empty (visually believed 10 l were in the drain bag) that she must have been overfilled. The hp's total therapy volume is only 7500 ml. Review of the therapy log for the therapy in question revealed an initial drain volume of 19 ml, total ultrafiltration (uf) of 1735, total fill 5400 ml, and a total drain of 7136 ml. The programming in the hc machine shows the patient has a total therapy volume of 7500 ml, a fill volume of 1800 ml, and a last fill volume of 0 ml programmed. The technical service representative (tsr) arranged for a swap of the hc machine for this issue. There was no patient injury or medical intervention indicated at the time of the initial report. During review of the therapy log of the returned homechoice machine, it was noted that an increased intra-peritoneal volume (iipv) did occur on the date in question. That same day, drain 3 of 4 (following fill 3 of 4), the patient drained 3576 ml. Fill 4 of 4 was not completed as this therapy was aborted after drain 3 of 4.

Manufacturer narrative:
Evaluation results: the homechoice machine was received and evaluated. Three simulated patient therapies were performed using the patient's therapy settings. During these therapies no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated patient for each exchange and was within design specifications. The device's pneumatic system was monitored and no problems were revealed; all pressures were correct and stable. The cover was opened and an internal inspection was performed. No problems were encountered and all connections were correct and secure. A review of the device's service history revealed no issues related to increased intra-peritoneal volume (iipv). No failure or malfunction of the device was observed that could have caused or contributed to the reported difficulty. The iipv reported by the customer was confirmed in the logs but not duplicated during evaluation. The logs show that on the day of the event, during drain 3 the hc machine removed 3576 ml. The largest prescribed fill volume for this home patient is 1800 ml. Based on a review of all available information, the probable cause of the iipv was determined to be insufficient drain due to multiple cycles that advanced to fill when there was a slow or no flow condition detected above the minimum drain volume threshold. The device will be routed to the service area.